Event description:
Journal reference: casamitjana c, garcia s, mendez az, salazar mh, et al. [Quality of life in pts with parkinson's disease and deep-brain stimulation. Med interna mex 2007;23(1):7-14. To determine the impact of surgical implantation of a deep-cerebral-stimulation on the hlth-related qual of life. The study included a total pts with a clinical diagnosis of parkinson's disease who did not show structural abnormalities. Reportable event: another pt developed atrophy of multiple sys that worsened his qual of life, motor response, and response to brain stimulation. See MFR report # 2182207200808495.